Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the plastic part comes out of the harmonic ace instrument and comes off. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. The instrument was found to have teflon pad damage. The teflon pad was torn at the distal end of the pad. There was no material missing as a result. The complaint was confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.